Manufacturer narrative:
Upon follow up, the customer reported that there was no patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Pre-soaking of the scope was performed. The device passed the leak test. The detergent used for manual cleaning was dialzima pluri. The brushed points were instrument/suction channel, suction cylinder and instrument channel port. The device was rinsed before manual disinfection. The detergent used for manual disinfection was paracetic acid. All channels were flushed with and immersed into the disinfectant. Sterile water was used for rinse after disinfection. The concentration and expiration date of disinfectant was controlled. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for two (2) colony forming units (cfus)/ milliliter of lelliottia amnigena. Overall, the results were not in conformance with the requirements. The device was retested. The distal end unit and instrument channel was cultured. The channels tested negative for presence of microorganism. The obtained results were in conformance with requirements. The evaluation of the returned device is anticipated; but not yet begun. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the fiberscope tested positive for presence of microorganism. The suction channel tested positive for four (4) colony forming units/channel of klebsiella oxytoca. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was found after reprocessing at the location where bacteria were detected. Therefore, the possibility of insufficient reprocessing can not be denied. Although the bacteria found by the customer and olympus the bacteria are not the same. It is likely that the foreign material contributed to the finding of bacteria. Since both species recovered are members of the order enterobacteriaceae, this points toward the debris creating a safe haven for organisms which could possibly be recovered from the mouth or throat. Although foreign material was found in the biopsy channel the material could not be identified. It is likely the material may not have been removed due to physical damage of the device. Insertion section was squeezed. Control section leaked. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction to event date.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated, and it was found that there was foreign material of unknown origin inside the biopsy channel. Additionally, it was noted that there was water leakage in the control unit. The bending section cover had a cementing defect. The connecting tube was broken. The forceps movement was restricted inside the biopsy channel. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.